Event description:
It was reported that the customer was hospitalized and the insulin pump was not functioning properly. The cause of customer's hospitalization was not revealed at time of the call. Attempted to troubleshoot, but the customer's wife declined. A replacement pump was requested. On 8/18/08, it was reported that the customer passed away in late 2006. It was reported that the customer was hospitalized for a hyperglycemia coma suffering from a diabetic ketoacidosis and died, as a result of a device failure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.